Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of batteries sn (B)(6)/ sn (B)(6) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries. Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a battery pack was unable to power on monitor. A us distributor reported that a monitor will not power up.